Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has received the paz, r1 and cx files for investigation. Siemens service went onsite and carried out a total service activity on the system including: clean and relube r/valve leadscrew. Clean air filter. Fit cartridge simulator and check at all 3 levels. Check r/v alignment . Check event log and noticed "na interfering substance" and obstruction errors. Query type of samples used and seems to be 95% venous with the rest arterial. Run cal and aqc of all 3 levels and all seems fine with the system. The instrument was handed over in a proper condition. The instrument is operational. The cause of the event is unknown.

Event description:
The customer reported discrepant high total hemoglobin results for several patients on the rp 500 when compared to a non-siemens lab instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: based on the data presented in this investigation the co-oximetry optical subsystems responsible for the measurement of thb appeared stable and functioning as expected on the rapidpoint 500 system. The thb pathlength slope and zero calibration history throughout the measurement use-life was consistently well within tolerances and thb aqc values approached target and exhibited excellent precision. There were no unusual relevant diagnostic errors and the co-ox quality checks for the escalated events were well within specifications. Although the six rp500 thb results were all greater than the laboratory hgb values, the percent differences were variable and does not suggest a uniform systemic bias. A definitive root-cause for the observed discrepancy in the escalated thb results can not be identified. The reported thb is based on measuring the blood cells as delivered to the co-ox slide cell. For an accurate measurement of thb, thorough mixing and multi-directional rotating of the red blood cells immediately before analysis is required. Insufficient mixing prior to the analysis can greatly alter the reported thb; reported thb concentration is dependent on uniformal mixture of the red blood cells. When comparing assay results between different collected specimens, the two samples should be collected at or approximately at same time and measured promptly. Ongoing procedures and therapy may impact a patient's thb status.